Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device expulsion ("migration of essure/ expulsion of essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), anxiety ("anxiety") and stress ("stress"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device expulsion, abdominal pain, anxiety and stress outcome was unknown. The reporter considered abdominal pain, anxiety, device expulsion, pelvic pain and stress to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: one was missing. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events device expulsion, anxiety, stress are added. Lab data added. Historical conditions are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure/ expulsion of essure device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included herniated disc. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced anxiety ("anxiety"). In (B)(6) 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), stress ("stress") and dysmenorrhoea ("dysmenorrhea ( cramping)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)), surgery (total hysterectomy (uterus and cervix removed)) and surgery (ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, device expulsion, abdominal pain, anxiety and stress outcome was unknown, the genital haemorrhage had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, device expulsion, dysmenorrhoea, genital haemorrhage, pelvic pain and stress to be related to essure. The reporter commented: failure to occlude fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: one was missing. Most recent follow-up information incorporated above includes: on 13-aug-2018: new pfs received- new events added: dysmenorrhea and abnormal bleeding(marked intervention due to ablation) were added. Outcomes of event dysmenorrhea from unknown to recovering/resolving and abnormal bleeding from unknown to resolved/recovered were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had hysterectomy surgery to remove the essure implant.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.